Event description:
Patient received an implant on (B)(6) 2011 of a bifurcation device and 28mm suprarenal aortic extension. It was reported that there was a separation between the bifurcation device main body and the suprarenal aortic extension resulting in a type iii endoleak. A secondary procedure was performed on (B)(6) 2012 to resolve the type iii endoleak by placing two 28mm infrarenal aortic extensions and two 34mm infrarenal aortic extensions. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, images and medical records were provided by the hospital. Based upon the review of the images and the medical records by clinical representative it was determined that the patient had persistent endoleak type ii which caused sack growth, and the patient's anatomy caused a large kink to develop. The patient's aneurysm sac growth and anatomy contributed to the formation of the endoleak type iii, which was successfully treated. Good flow in both renal arteries was noted after secondary procedure. Patient condition affected the effectiveness of the device. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
The initial report indicated under second paragraph that it was reported that there was a separation between the bifurcated device main body and the infrarenal aortic extension resulting in a type iii endoleak. Should read suprarenal aortic extension. Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient's anatomy met the criteria for indications for use. Endoleaks are a known risk of procedure. No conclusion can be drawn. Device not returned; therefore, the actual device will not be evaluated.

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and 28mm suprerenal aortic extension. It was reported that there was a separation between the bifurcated device main body and the infrarenal aortic extension resulting in a type iii endoleak. A secondary procedure was performed on (B)(6) 2012 to resolve the type iii endoleak by placing two 28mm infrarenal aortic extensions and two 34mm infrarenal aortic extensions. The patient tolerated the procedure and is reported to be doing well.